Event description:
Pt was located in the intensive care unit and was utilizing a bipap machine for ventilatory assistance. The machine suffered an apparent electrical short, which caused it to cease functioning. Immediate intervention was required. Pt suffered no apparent harm secondary to the incident.